Event description:
The pt reported experiencing erratic blood glucose of 45-300 mg/dl for approx 3 weeks. She stated the piston rod of the infusion device makes a strange noise and the motor is very loud. She stated she ate dextrose when her blood glucose was low and she bolused through the infusion device and sometimes changed the infusion set when her blood glucose was elevated. Her normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.